Event description:
The device was used during a laparoscopic cholestectomy. The clips of the device were scissoring. Another device was opened to complete the case. There was no consequence to the pt. The device will be returned for analysis.